Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 275 mg/dl while wearing the pod between 4 and 24 hours. An insulin correction dose was administered and did not decrease the patient's bg levels. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent and there was a smell of insulin at the pod infusion site. Details regarding treatment were not provided.